Event description:
It was reported that the right ventricular lead had a high capture threshold. Impedance and sensing measurements were stable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Event description:
It was later reported that the impedance had risen over a few years. The lead was explanted and replaced.